Manufacturer narrative:
A complete evaluation could not be performed because the device was not returned for evaluation.

Event description:
The tibial insert was revised. Revision surgery revealed symmetrical wear of the insert medially and laterally.